Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump was alarming no delivery and she had changed the reservoir and infusion set twice in attempt to resolve the issue, but insulin wouldn't exit. Customer's blood glucose was 126 mg/dl. Troubleshooting was performed and issue was not resolved by disconnecting and reconnecting the infusion set and reservoir. Issue was resolved by replacing the reservoir. Manual prime was performed, insulin exited, and the device didn't alarm. Customer was advised to do manually push insulin through tubing and old reservoir. Customer was unable to push insulin through. Customer was advised the reservoir was occluded. Customer was advised to return the reservoir for further analysis and she agreed.